Manufacturer narrative:
Per the tandem user guide: if you manually stop insulin delivery, you must manually resume insulin delivery. The automated insulin dosing feature does not automatically resume insulin if you decide to stop it manually. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level between 348-627 mg/dl with high ketones that resulted in hospitalization, where customer was treated with intravenous fluids of saline and insulin in addition to being placed on an "insulin drip." Customer also noted "a bit of pain around his heart." Upon review of pump data, it was found that the customer had manually suspended insulin delivery that morning and did not resume it until the following afternoon. Customer was released from the hospital the following day with a blood glucose level of 154 mg/dl.